Event description:
Philips received a complaint by the customer on the v60 indicating that the patient circuit was occluded even without a circuit or patient in use. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the patient circuit was occluded even without a circuit or patient in use. The remote service engineer (rse) performed a troubleshoot with the customer. It was discovered that the air standard liter per minute (slpm) was not reading properly in service mode. At 0 air slpm, the device was reading -1.8. The customer requested onsite service. This investigation is ongoing.

Manufacturer narrative:
The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.